Event description:
When the surgeon was implanting the cochlear implant, a piece broke off of the electrode. A backup implant was used to complete the patient's procedure. Surgeon stated this piece commonly breaks and is often retained by the patient.